Event description:
Patient reported and healthcare professional confirmed left side "rupture" and "implant exchange due to concerns with the textured product". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: through the photos provided, it is not possible to determine the lot number and catalog. Observed broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and discarded.